Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dec 28, 2017: asr litigation received. Litigation alleges elevated metal ion levels resulting to injuries, pain, suffering and emotional distress. Doi: (B)(6) 2007 : dor: (B)(6) 2017 (right hip).